Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 869-021, 510k # k040962 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, the patient underwent total en block spondylectomy (tes) for metastatic spinal tumor at th8-th12 (fixed angle screw was used at t8-9, multi-axial screw was used at t11-12). Intra-op, lp307 was attached at lower t9 and at upper t11. Tumor bone frozen processed bone was filled in mossmesh cage at t10. Post-op, the placed rod was broken (just above the t11 mas). Revision surgery was performed to connect 4 rods with lpc off set and center of 2 screws with lpc17mm for fixed improvement. The surgeon commented that the event was not uncommon. Grafted bone and vertebral body did not have union, so the placed mesh was buried in vertebral body and then burden applied to the rod and it was broken. No fragments of the product remained inside the patient. Patient complications were reported unknown.